Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported swollen, inflamed lymph nodes and issues with the lymph nodes, affected side unknown. The report of cysts have been deemed not device related. The manufacturer of the device is unknown. The device remains implanted.